Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a no external power event on (B)(6) 2020 due to the patient switching power sources. The patient also had a no external power event on (B)(6) 2020 due to the power being interrupted while on the mpu. It was reported that the patient accidentally pulled the plug from the ac receptacle at the wall. It was noted that the patient does have the locking ac cord to the mpu. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on mobile power unit (mpu) was confirmed via the log file. The log file spanned approximately 30 days (B)(6) 2020 to (B)(6) 2021 per the timestamp). A no external power alarm activated on (B)(6) 2020 at 08:29 due to rsoc and bus voltages diminishing to ~0v while the device was connected to a mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Additional information on 28dec2020 stated that the patient accidentally pulled the plug from the outlet and has the v-lock cable. A root cause of the reported event was determined to be user error due to disconnecting the mpu power cable from the outlet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. The heartmate iii lvas patient handbook cautions the user that when moving the mobile power unit to a different location or ac power source, first connect the system controller to heartmate 14 volt batteries. The heartmate iii lvas patient handbook under section 3 ¿powering the system¿ explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 11nov2016. No further information was provided. The manufacturer is closing the file on this event.